Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported a fluid leak. The patient stated she noticed the leak when she went to turn off the cycler in the morning. The patient stated the fluid was in the cassette door and on the floor. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported a fluid leak. The patient stated she noticed the leak when she went to turn off the cycler in the morning. The patient stated the fluid was in the cassette door and on the floor. Additional information has been requested.